Manufacturer narrative:
If additional information is received a follow up report will be filled. Covidien reference: (B)(4).

Event description:
Covidien reported that an 840 ventilator touch frame was responsive. The device was not being used on a patient when event occurred.